Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter alleged that there was an alleged power issue. It was alleged that the battery life was less than expected and there was moisture behind the dis;play. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-sep-2019 with the following findings: a review of the pump black box data indicated frequent low battery and replace battery alarms. During investigation, the pump powered on normally. The pump electrical current draws were tested and were within specifications. There was corrosion observed in the battery compartment. And the battery compartment was cracked. A leak test confirmed the pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.